Manufacturer narrative:
(B)(4). The catalog number is unknown. Possible catalog# EU-15703-cvt.

Event description:
Customer complaint alleges "cvc can slip out of the retaining plate and thus the cvc is no longer fixed. The rubber part has a slit at the back and due to this the catheter can slip out." Customer reported there was no patient harm. Customer reported the patient's condition as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer returned a photograph showing a catheter dislodged from the catheter box clamp sutured to the patient, however the issue could not be verified. A device history record review could not be performed as no product number or lot number was provided by the customer. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "cvc can slip out of the retaining plate and thus the cvc is no longer fixed. The rubber part has a slit at the back and due to this the catheter can slip out." Customer reported there was no patient harm. Customer reported the patient's condition as "fine".